Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I have been hindered in my normal daily functioning, and I suffer damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I have been hindered in my normal daily functioning, and I suffer damage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("heavy irregular periods") in a 40 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced menometrorrhagia (seriousness criterion intervention required), malaise ("general malaise, not optimal"), headache ("headaches") and nausea ("nausea") and was found to have waist circumference increased ("increase in abdominal circumference"). Essure was removed on (B)(6) 2021. An unknown time later she experienced omphalitis ("after 1 week of infection in my navel, I was re-admitted because of fever") with pyrexia. The patient was treated with surgery (essure removal). At the time of the report, the omphalitis was resolving and the menometrorrhagia, waist circumference increased, malaise, headache and nausea had resolved. The reporter considered headache, malaise, menometrorrhagia, nausea, omphalitis and waist circumference increased to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, reporter have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she has been hindered in her normal daily functioning, and suffers damage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-sep-2022: new clinical information received: patient birth date, essure indication and date of removal, new events (increase abdominal circumference, heavy irregular periods, general malaise, headache, nausea, belly buttom infection and fever), events outcome updated, 'medical device removal' deleted and replaced by heavy irregular bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.